Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was affected, reaching 600 mg/dl. To address the high glucose level, the customer administered a correction injection using multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge before resuming insulin. There was no need for third-party assistance.